Event description:
Caller reported that the indicated battery charge dropped 30% in a short period of time. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer continued to use the pump for insulin therapy.